Manufacturer narrative:
Upon evaluation at the manufacturer, damaged components were found including the bearing, gear train assembly, and valve assembly.

Event description:
The hummer IV handpiece was returned for service. During the service evaluation, the device was found to overheat. There was no patient involvement, and there were no user injuries or adverse consequences.